Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on (B)(6) 2017 for an event which occurred in (B)(6) stating a routine sampling performed on (B)(6) 2017 of pentax model eb-1970uk/serial (B)(4) detected pseudomonas putida contamination. The device was returned to pentax europe (B)(4). Additional information was received from the facility in regards to reprocessing techniques followed by the facility which indicated (B)(4) ethanol is used for drying during manual reprocessing. Pentax europe (B)(4) performed only a leakage test on the device and did not perform reprocessing of the bronchoscope before sending to the outside laboratory for microbiological testing. Pentax europe (B)(4) received the results of microbiological testing from the outside laboratory (fen-lab) which indicated micrococcaceae (< 1 cfu) and (B)(6) (1 cfu).